Manufacturer narrative:
Mfg control no. De97-454. The sample has been returned to arrow. Examination did not uncover a product defect or that there was a product malfunction. Limb ischemia is a recognized potential complication of iab therapy.

Event description:
It has been reported that after the catheter had been in use, and prior to surgery, the pt had no pulse pressure, and a decision was made to remove the iab. After surgery, the pt's leg went ischemic. A vascular surgeon removed a thrombus at the iab insertion site. There were no add'l complications.